Event description:
It was reported that a female patient underwent breast reconstruction surgery with a 225cc mentor smooth round moderate profile and experienced wound infection on her left side. As a result, the patient underwent replacement surgery with unknown gel device on (B)(6) 2002.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left wound infection mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 27, 2023, mentor became aware that the replacement devices were non-mentor. Also, the implant and explant dates and have been updated under field d6a and d6b on this form per information received. Per the alleged "reconstruction", health effect impact code "surgical intervention" has been added on this form. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported date of implantation was before the device was manufactured. Hence, date of implant is being reported as the lot manufacture date. Additional information will be submitted if received. Manufacturer¿s reference number: (B)(4).